Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and observed that the lead had been implanted for over 20 years and that the impedance measurements increased in an abrupt spike. Ts suspected a potential lead coil integrity issue and recommended to perform a vector breakdown. No adverse patient effects were reported. This rv lead remains in service.